Event description:
It was reported, the table locks did not actuate causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the technologist was preparing a patient for an x-ray exam. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the rear table pedals were out of adjustment, preventing the locks from engaging. The fe adjusted the pedals and verified that the table locks were performing according to specifications.